Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure in the duodenum on (B)(6) 2013. According to the complainant, the stent was being placed to treat a severe stenosis in the pylorus due to cancer of the duodemun. The patient anatomy was tortuous. During the procedure, the physician started to deploy the stent; however, he was not pleased with the positioning and attempted to reconstrain and reposition the stent. The stent was unable to be deployed and reportedly, the stent was able to be reconstrained to be removed. Another wallflex enteral duodenal stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was returned partially deployed.

Manufacturer narrative:
Evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 3mm. The catheter was severely kinked proximal to the mounted stent. The outer sheath was kinked at 65mm from its proximal end. During analysis it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.